Event description:
The initial reporter questioned glucose results for multiple patients tested on accu-chek inform ii meter serial number (B)(4) compared to a different inform ii meter and the laboratory. Of the data provided for 7 patients, the results for 4 patients were discrepant. Refer to the attached data for the patient results.

Manufacturer narrative:
Qc was run on the meter with passing results. The customer did not receive any error messages at the time of testing. The issue has continued with different strip lots and different patients. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and test strips were requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The meter was received for investigation. The test strips were not returned. The returned meter was tested with retention strips and controls: control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 52, 43, 44 mg/dl, level 2 ¿ 302, 293, 301 mg/dl. All returned results were within the acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results. The investigation did not identify a product problem. The cause of the event could not be determined.